Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of peritonitis. The peritonitis was manifested by cloudy effluent. The patient did not require hospitalization but was treated with unspecified antibiotics intraperitoneally (dose, route, and frequency not reported) for the event. It was not reported if the patient was retrained on proper aseptic technique. At the time of this report, the patient had recovered from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information: the patient developed peritonitis on an unspecified date in (B)(6) 2014. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on (B)(6) 2014 (previously reported as an unspecified date in (B)(6) 2014). Should additional relevant information become available, a supplemental report will be submitted.